Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus is under investigation for the cause of this phenomenon. Olympus will submit a supplemental MDR report after the cause of this phenomenon is determined. This report is being submitted as a medical device report in an abundance of caution. Please cross reference the associated complaint files: MFR report#: 8010047-2015-00925.

Event description:
Olympus was informed that during laparoscopic cholecystectomy, a monitor image disappeared suddenly in the combination with the subject device and the otv-s7pro. The facility considered the cause of this phenomenon as the malfunction of the subject device or the otv-s7pro. The facility turned off the otv-s7pro immediately, and then, they removed and inserted the power supply cable. After that, the facility turned on the otv-s7pro again and the devices worked properly. The facility completed the procedure without replacing the devices. There was no report of patient injury in this event.